Manufacturer narrative:
This product is registered as a combination product. The reported event was patient death. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number:2017865-2021-09734. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown, though the patient was noted as having ventricular tachycardia. No additional information was reported.